Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged plunger. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "the patient was hospitalized due to cerebral hemorrhage and respiratory failure. An arterial blood collection needle was used to collect arterial blood for blood gas analysis. During the re-examination, it was found that the piston in the empty needle of the blood collection device was damaged and could not be used. Immediately replace it with a new qualified blood collection device for blood collection.".